Manufacturer narrative:
The event of ipg explant/replacement due to inoperable ipg was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2021 wherein the scs ipg was explanted and replaced. The ipg was not working. Therapy was restored postoperatively. Further good faith efforts are ongoing.